Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a case involving a 23mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach, the commander delivery system balloon burst during valve deployment in the last third of inflation. The valve was fully inflated and functioning well. The patient left the operating room in stable condition.

Manufacturer narrative:
The delivery system was visually inspected, and the following was observed: edwards commander delivery system was received with loader cap assembly. Delivery system returned in unlock position. Fine adjustment 0% used. Flex indicator was between straight and half flex position. Balloon burst confirmed. The balloon had burst longitudinally and radially from shoulder to shoulder. No balloon pieces appear missing. Due to the nature of the complaint (balloon burst), no functional testing was able to be performed. The complaint is confirmed through visual inspection. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history review was performed and revealed no other complaints relating to balloon burst. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The IFU, procedural training manual, and device preparation manual were reviewed. Based on the review, no IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from february 2021 to january 2022 for the commander delivery system (all models and sizes) revealed additional similar complaints for balloon burst. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformance or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a pra is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaint for balloon burst was confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, complaint history, lot history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "the commander delivery balloon burst during the deployment of the thv valve in the last third of inflation." Patient anatomy was not provided. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to limited information a definitive root cause was unable to be determined at this time.